Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a patient information and medication orders were not updated in pyxis. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the accounts for same patient did not update in pyxis. A technical support specialist provided feedback to the customer regarding the case. The customer¿s interface team was actively reviewing the issue on their end. No further issues were reported following the communication. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a patient information and medication orders were not updated in pyxis. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.